Manufacturer narrative:
(B)(4). Batch # 657a70. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with no apparent damage and with three ecr60d reloads present (b- c-d). The reloads (b and c) were received partially fired 1/16, and the reload (d) was received with 5 double drivers and one single driver out of position and 7 double missing drivers making the reload non-functional. In addition, the cartridge pan of reload (d) was noted to be partially dislodged from right proximal side. The device was tested for functionality in the articulated position with the returned reloads (b and c) by resetting and loading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 567a70, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire when severing lung tissue . Changed another two to use , still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.